Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of the transmission from the implantable cardiac monitor (icm), it was noted that there was a broad complex artifact with qrs marching through, followed by resumption of recording with a high frequency artifact. No changes or intervention were reported. There were no patient consequences.

Manufacturer narrative:
Further information was requested but not received.